Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with a problem of the ipad connecting to the lens ccu wi-fi. The complaint was confirmed and the root cause has been determined to be a software issue or an ipad antenna failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device had a communication and connection issue. No patient injury reported. Back-up device was available. Delay greater than 30 minutes was reported.